Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation is pending. In addition, an olympus endoscopy support specialist (ess) visited the user facility and provided a reprocessing training on may 15, 2018. No reprocessing deviations were noted. This report will be supplemented upon the completion of the device evaluation.

Event description:
Olympus was informed that after reprocessing, the scope culture tested positive for escherichia coli. Reportedly, the scope has been reprocessed multiple times and is now testing negative. The scope is reprocessed in an olympus oer-pro automated endoscope reprocessor (aer) machine. There was no patient involvement with the scope.

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, the device evaluation findings, and to update. The scope was sent to an independent laboratory for microbial testing. The scope's air/water, elevator wire channel and instrument / suction channels were cultured and tested positive for escherichia coli. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the scope with an olympus boroscope and found no signs of foreign material inside the biopsy channel, biopsy port, suction port, elevator forceps raiser, insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens, and objective lens. The scope passed leak testing. Additionally, multiple kinks were found inside the biopsy channel at the bending section side. There was also discoloration noted on the bending section cover glue. Based on device evaluation findings, the kinks inside the biopsy channel is due to mishandling. The discoloration on the bending section cover is due to the chemical damage. The cause of the reported event could not be conclusively determined; however, improper maintenance of the device could not be ruled out as a contributing factor to the reported event. The instruction manual provides the users several warnings to ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged.¿

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, the device evaluation findings, and to update. The scope was sent to an independent laboratory for microbial testing. The scope's air/water, elevator wire channel and instrument / suction channels were cultured and tested positive for escherichia coli. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the scope with an olympus boroscope and found no signs of foreign material inside the biopsy channel, biopsy port, suction port, elevator forceps raiser, insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens, and objective lens. The scope passed leak testing. Additionally, multiple kinks were found inside the biopsy channel at the bending section side. There was also discoloration noted on the bending section cover glue. Based on device evaluation findings, the kinks inside the biopsy channel is due to mishandling. The discoloration on the bending section cover is due to the chemical damage. The cause of the reported event could not be conclusively determined; however, improper maintenance of the device could not be ruled out as a contributing factor to the reported event. The instruction manual provides the users several warnings to ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged.¿